Manufacturer narrative:
The certas valve was not returned for evaluation therefore, an evaluation of the device could not be performed. Lot number information has been provided; therefore, manufacturing records were reviewed and found no anomalies. The cause(s) of the difficulty reported by the customer could not be determined. If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed. The possible root cause for ¿setting was stuck on 6¿ could be due to biological debris and protein build up interfering with the valve mechanism.

Event description:
N/a.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
Medwatch report 1000060000-2021-8043: a facility reported that the certas plus with bactiseal valve was implanted to a (B)(6) male patient on (B)(6) 2018 with a setting of 3. The patient returned to the operating room 2 years later to have the valve removed and replaced on (B)(6) 2020 because the setting was stuck on 6. It is unknown if the patient experienced any signs and symptoms. No further information from the hospital was provided.